Event description:
It was reported that when the pedal of the cautery machine was pressed, the left and center screens would flicker resulting in a loss of visualization of the treatment area. The flickering stopped once the pedal was not pressed. There was no patient injury or other adverse health consequence.